Manufacturer narrative:
H5. There is no specific optetrak device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
Revision surgery is approximately 3 years after implant. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Patient exact implanted date not available, patient was implanted in 2012. Patient exact explanted date not available, patient revision surgery was in 2015. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, in approximately 2012, patient was implanted with an optetrak tka system, which failed prematurely. As a result of the failure of her optetrak tka system, patient had to undergo a revision surgery in 2015, where her doctor not knowing the unique risks of exactech¿s tka and taa systems implanted another exactech¿s tka system, which also suffered from the same defects. Patient disclosures are due on 9-mar-2023.